Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
A loosening of femoral stem was reported. The in-situ device is a jts (non-invasive) extendible distal femoral replacement (pin 23045).